Manufacturer narrative:
The hospital biomed replaced the microswitch. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the bag/vent switch was not working as expected. There was no reported patient injury.